Manufacturer narrative:
The steris service specialist inspected the reliance vision multi-chamber washer/disinfector and found that the cycle count required resetting. No issues were noted with the function or operation of the unit. The steris service specialist reset the cycle count, tested the function and operation of the reliance vision multi-chamber washer/disinfector and confirmed the unit to be operating properly. The reliance vision multi-chamber washer/disinfector was returned to service and no additional issues have been reported. A complaint review was conducted a confirmed the reported event to be isolated.

Event description:
The user facility reported via vigilance report that their reliance vision multi-chamber washer/disinfector is experiencing a "computer software problem". No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.